Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. It was reported that the primary solution containers were hung lower than the secondary solution containers. The customer contact reported that after the deliveries were started, the medication from the secondary solution containers would initially drip into the drip chamber of the secondary tubing sets; however, after unspecified lengths of time, no flow of solutions from the secondary solution containers were noted. It was reported the nurses would engage the option-lok male adapter of the secondary tubing sets further into the needleless valve connector y-sites of the primary tubing sets. The customer contact reported that after 4-5 attempts of engaging the option lok male adapters of the secondary tubing sets into the needleless valve connector y-sites of the primary tubing sets, the solution would flow. The secondary tubing sets remained in clinical use and the therapies were resumed. There were no reports of adverse patient effects and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the devices that were in use are unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 14-205-4w and 16-018-4w. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.